Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported drainage at the patient's ipg site has been present since the patient was implanted. The patient's physician has drained the site numerous times. The physician allegedly denies infection being present. In turn, the patient may discuss the issue further with their physician or another.